Manufacturer narrative:
Zoll will not received the product for investigation. The battery will be scrapped on-site.

Event description:
During patient use, customer reported that the autopulse platform did not power on upon insertion of a fully charged autopulse li-ion battery (serial #(B)(4)). The crew did observed the battery status as fully charged. The crew switched the battery with a spare battery and continued to use the platform, patient was revived. No patient consequence was reported.